Event description:
The physician reported that the patient presented immediately with blanching extending up the central forehead to the hairline after treatment with juvederm to the glabellar region. The patient was treated immediately with nitrous paste, and the forehead was massaged. The doctor then injected 1 cc hyaluronidase into the blanched area concentrating on the crease where the juvederm had been injected. Warm compresses and heat were prescribed. Aspirin was recommended after clearance with the patient 's regular doctor. Further follow-up from the physician indicates the patient's symptoms resolved 5 days after treatment. The physician stated that the treatment was given to prevent continued blanching which implies continued lack of blood supply which could lead to necrosis if untreated. The device was discarded and the lot number was not recorded by the physician.

Manufacturer narrative:
(B) (4).